Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with spoke with caller stating that they had not spoken to the healthcare professional (hcp) about changing the program and they did not know they were suppose to reach out to the doctor about that. They also reported that they had not done anything to resolve the issue of not getting enough notice before patient went to the bathroom. They stated they only increased patient stimulation 2 times and that did not help. They stated that they will be calling patient services for patient to help them program the device and see if that will help. More information was received from a consumer stating that the patient was having urinary accidents for about a month. It was noted that the change in symptoms was gradual. Syncing with the programmer showed stimulation was on. The patient increased settings from 4.4 to 4.8 while on the call. The caller stated the patient could feel stimulation and would see if symptoms improved after a few days. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller that they thought the ins was out of battery because they've had to increase it 2 times in the past month. It was reviewed that if patient can still communicate between the ins and programmer, then the ins still has battery life. Caller stated that since (B)(6) 2017, patient suddenly had not been getting enough notice to go to the bathroom before they had an accident. Caller stated that the increases in stimulation did help however it was still happening. Caller mentioned that they didn't recall if patient ever changed programs. Patient was not present at time of the call, so caller stated that they will call back with patient to change to a different program to see if that helped with patient symptoms. No further complications were reported.